Event description:
The product complaint report shows the customer alleged the 7200 ventilator's audible alarm was intermittent. The customer's biomedical inspected the device and discovered that the alarm connection to the main power switch was loose. Co reseated the connector and the intermittency went away. This report is not an admission by co that this device caused or contributed to the event alleged in this report.